Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phaco power during a cataract procedure. The handpiece and tip were exchanged but the problem persisted. They checked the footswitch connection and noticed it was not fully connected. The case was completed. There was no harm to the pt. Additional information has been requested.